Event description:
A report was received that the pt underwent a pocket revision due to the pt experiencing difficulties charging. It was determined that the ipg was implanted too deep and was causing the charging difficulties. The physician performed a pocket revision. The ipg pocket was revised so that the ipg is not as deep and was positioned more laterally. The pt was reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.